Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an angioplasty of the superficial femoral artery, the hub detached from the flexor ansel guiding sheath. Contralateral access was gained through the common femoral artery in the groin. There was no difficulty on insertion. As the physician was introducing an angioplasty balloon through the complaint device, the complaint device advanced inside the artery and the hub detached. The procedure was aborted in order to perform a surgical cut-down of the artery and manually remove the flexor ansel guiding sheath. No information was available regarding vessel tortuosity or calcification. No information has been reported regarding completion of the angioplasty procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the absence of a flare on the proximal end. Exposed coiling was also noted. The sheath liner was visible on the proximal end of the exposed coil. Measured from the proximal end, a kink was noted at a distance of 1.3 cm. The tubing was also observed to be flattened and compressed from a distance of 24.5 cm to 26 cm. The cause of the compression could not be identified. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.